Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The shell and liner were returned for evaluation. As returned, the visual inspection of the shell identified severe damage to the lock ring slot, gouges on the rim, and bio debris. X-ray were received and review identified slight eccentric position of the femoral head with cup consistent with poly wear. Radiolucency and osteolysis was identified along the cup. Device history review (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00630505032, liner standard 32 mm, 62570944. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06841.

Event description:
It was reported that the patient's left hip was revised approximately three years post-implantation due to pain, breakage, and audible noise. It was noted that the patient had metallosis present due to shell rim wear. No additional patient consequences were reported.